Event description:
The patient (B)(6) has two leads from the same lot number. It was reported to an sjm representative by the patient's attorney, that patient was experiencing discomfort at the lead site. As a result, the patient underwent surgical intervention on (B)(6) 2015 where one of the patient's leads was repositioned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.